Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted wear and tear damaged enclosure and tank cover. Faded line cord and outdated plate clip. Printed circuit board (pcb) that would not calibrate properly. Functional test: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. Unable to confirm the complaint. The float switch triggered the low fluid level when it should, and the micro switch triggered its disposable or temperature check alarm correctly. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced the printed circuit board (pcb), enclosure, membrane switch, drain fitting, tank cover, plate clip, and line cord. Performed preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was beeping that the fluid was low when the fluid was full. No patient injury was reported.